Manufacturer narrative:
Concomitant medical products: fr995-27, tissue valve, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath and tachycardia. It was further reported that the right atrial (ra) lead exhibited under-sensing which was causing the patient's implantable pulse generator (ipg) to pace up to the upper tracking rate. The ra lead and ipg remain in use. No further patient complications have been reported as a result of this event.